Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the battery was unable to charge. There was no patient involvement. The fse evaluated the device on site and determined this was a malfunction of the battery. The fse replaced the battery resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The fse replaced the battery resolving the reported issue. The investigation concludes that no further action is required at this time. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018.